Event description:
It was reported that the foley catheter balloon inflated, but the sterile water leaked out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon inflated, but the sterile water leaked out.

Manufacturer narrative:
The reported event was unconfirmed. Six photos were received for evaluation. The first photo shows the top view of a 2-way catheter and syringe. The second one shows the catheter's tip with the deflated balloon. The next two photos show the catheter's cap and the tray's label. The last two photos are documents in native language. Received 1 all silicone foley catheter with syringe. Visually inspected catheter and no physical defects were present. Inflated the balloon with the returned syringe and 10 ml methylene blue solution and it inflated properly. Balloon concentricity was found to be 80:20, due to conditions of testing environment varying from conditions during use on patient, this observation will not result in a new complaint. The catheter rested with no leaks. The returned syringe was connected and the balloon deflated passively in under 5 minutes: 2 min and 31 seconds. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. A risk review, labelling review and device history record review was not required as the reported event was unconfirmed. However, a DHR was completed before unconfirming the event. A labeling review is not required. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.